Manufacturer narrative:
The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. No compromised force sensor system alarm was noted. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion and no delivery alarm tests due to the prime anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the manual prime and that the insulin was being pushed out after releasing the act button. The customer did not recall the blood glucose reading. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.